Event description:
The customer reported the device had multiple error codes and had no ECG display tracing for the leads or the paddles. There were no reports of patient involvement with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.